Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation for 8 atmospheres, the balloon ruptured due to severe calcification. The porcedure was completed with another coyote balloon catheter. No patient complications were reported.